Event description:
A customer reported experiencing a cartridge alarm during the pumping process, identified as cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite assistance from customer support to load a new cartridge, the alarm persisted, preventing the customer from resuming insulin therapy. For immediate management, the customer opted for multiple daily injections as backup therapy.